Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an ablation procedure. During the procedure, air ingress was observed upon insertion of the orion catheter. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis. It was further reported a terumo infusion pump was used for the irrigation of sheath. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an ablation procedure. During the procedure, air ingress was observed upon insertion of the orion catheter. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis.